Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00685 and # 9616099-2014-00686.

Manufacturer narrative:
As reported, the patient was enrolled in a clinical study. The patient had two (2 each) stents implanted in the right superficial femoral artery (rsfa) target lesion during the study index procedure: a 120/150 smart 6 x 150 and a smart control 7 x 60. The rsfa target lesion was reported to be a 90% stenosis. Approximately seven months after the index procedure the patient developed intermittent claudication and restenosis was noted by ultrasound. Approximately eleven and one-half months after the index procedure, the restenosis was confirmed by angiography. The restenosis was treated seventeen days after the angiogram by balloon angioplasty (poba). The patient partially recovered. Information regarding stent overlap was not provided. It was not known if the restenosis involved both stents. The percentage of the restenosis was unknown. No additional information was available in regards to the patient¿s medical history or medical regimen post-procedure. No additional information is available. The products are not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15845064 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No excursions were found for lot 15845064. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a potential adverse event associated with peripheral artery stenting. There are possible patient, pharmacological, and lesion factors that may have contributed to the reported event. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions; however, without additional information, it is not possible to determine what factors may have contributed to this event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00685 and # 9616099-2014-00686.

Event description:
As reported, the patient was enrolled in a clinical study (B)(4). The patient had two (2 each) stents implanted in the right superficial femoral artery (rsfa) target lesion during the study index procedure: a 120/150 smart 6 x 150 and a smart control 7 x 60. The rsfa target lesion was reported to be a 90% stenosis. Approximately seven months after the index procedure the patient developed intermittent claudication and restenosis was noted by ultrasound. Approximately eleven and one-half months after the index procedure, the restenosis was confirmed by angiography. The restenosis was treated seventeen days after the angiogram by balloon angioplasty (poba). The patient partially recovered. Information regarding stent overlap was not provided. It was not known if the restenosis involved both stents. The percentage of the restenosis was unknown. No additional information was available in regards to the patient¿s medical history or medical regimen post-procedure. No additional information is available.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00685 and # 9616099-2014-00686.